Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer recently got an order of 14 fr magic go products. Some of the catheters in the last two boxes were not lubricated well and very minimal. They also stated that it was about 1 in every 3-4 catheters that were this way. Per follow-up via phone on 26-aug-2022, it was reported that the patient was doing well. The intermittent catheters in question significantly lacked lubrication, making them almost impossible to use.

Manufacturer narrative:
The reported event was inconclusive due to the condition of the sample received. Visual evaluation noted one photo sample received showcasing outer package label. Label indicates the following information: -size: 14 fr; pcn: 53814g; lot number: jugq3265; expiration date: 28feb2025. Based on condition and quality of sample received unable to evaluate sample for reported event. Therefore, it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be operator error. The product was used for patient diagnostic or treatment. It is unknown if the product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that the customer recently got an order of 14 fr magic go products. Some of the catheters in the last two boxes were not lubricated well and very minimal. They also stated that it was about 1 in every 3-4 catheters that were this way. Per follow-up via phone on 26-aug-2022, it was reported that the patient was doing well. The intermittent catheters in question significantly lacked lubrication, making them almost impossible to use.